Event description:
Boston scientific crm received info that this right ventricular (rv) lead was micro-dislodged. This resulted in increased threshold measurements and decreased r-waves. The rv lead was successfully repositioned. During the repositioning procedure, slack was increased on the right atrial lead.